Manufacturer narrative:
(B)(4). Additional information was requested and not available: what are the product code and lot number of the monocryl suture? Was there any damage to the packaging? Was there any hole, tear, or puncture in the packaging? Was there any delamination noted on the packaging? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported patient underwent an unknown procedure on an unknown date and suture was used. Before the procedure, the 4-0 monocryl suture was not in the sterilized sleeve upon opening it. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.